Event description:
The pump was returned to animas. The pump was investigated by product analysis and found that the force sensor pins were partially dislodged. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the pump load step, the pump failed to detect the cartridge and emitted a "no cartridge detected" warning. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Initial reporter (B)(6).